Event description:
Reported issue: happened in the cardiac surgical resuscitation. 5 similar incidents happened with 5 different patients (3 patients in intensive care cardiac and 2 surgical resuscitation). Staff members noticed that the drainage was still bubbling despite clamping the tubing going to the patient. After changing the chamber the problem persisted. A change of one of the patient tubing (the one with red tip) has been performed and the problem has been resolved. There were no clinical consequences for patients because the defective devices were changed in time. Decision was made to use devices with a different lot #. We put the devices from this lot# in quarantine.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint was performed on ats connectors received from the customer of product code s-1102-08lf (pe sahara dry suct/dry seal dual lf 6). No damage was found on the received sample that can lead to a leaking issue. Also, it was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the o-ring was verified and it was found assembled correctly. (See attached pictures) even though complete sample was provide from the customer it was not possible to cross it to nuevo laredo facility due to contamination on it therefore just ats connectors were received for investigation at nuevo laredo. Functional inspection test cannot be performed since the sample involved in this customer complaint was receive incomplete only the ats connectors were received for evaluation. Received sample was connected to a bottle to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed; for testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and not leakage issues were observed. A visual inspection of the product involved in the complaint was performed on ats connectors provided by the customer of product code s-1102-08lf (pe sahara dry suct/dry seal dual lf 6). No damage was found on the received sample that can lead to a leaking issue. Also, it was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the o-ring was verified , and it was found assembled correctly. (See attached pictures) received sample was connected to a bottle to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed. For testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and not leakage issues were observed. See attached pictures. Based on sample received and testing perform to it, customer complaint cannot be confirmed; nuevo laredo facility will continue to track and trend this failure mode. Based on previous statements it is not possible to establish corrective actions.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: happened in the cardiac surgical resuscitation. 5 similar incidents happened with 5 different patients (3 patients in intensive care cardiac and 2 surgical resuscitation). Staff members noticed that the drainage was still bubbling despite clamping the tubing going to the patient. After changing the chamber the problem persisted. A change of one of the patient tubing (the one with red tip) has been performed and the problem has been resolved. There were no clinical consequences for patients because the defective devices were changed in time. Decision was made to use devices with a different lot #. We put the devices from this lot# in quarantine.